Event description:
The contact stated the customer's blood glucose readings had been higher than usual. While troubleshooting, the contact performed normal control tests and received results of 251 and 234 mg/dl. The normal control range was 98-135 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation, and replacement test strips will be sent.